Event description:
It was reported by the affiliate that during a lap cholecystectomy procedure, the device had fired 4 clips without incident. On firing being attempted to deliver the 6th clip a slight crunching sound was heard at the handle end of the device. The surgeon felt an interruption to the firing sequence. The clip did not present. The device was then fired again and malformed clips were seen. It was then noticed that a small fragment on metal had come from the device. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.